Event description:
As reported, in 2008, this pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. A 10mm conduit was used for access and the celiac artery was intentionally covered due to full occlusion of the vessel. A proximal type I endoleak was noted during the procedure, so an additional device was implanted. The procedure continued uneventfully and the pt left the operating room in stable condition. Post-operatively, the pt experienced lower-extremity paralysis. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please see attached list of other devices implanted. Tg3420/05974232, tg3410/05909280.